Manufacturer narrative:
In the case description, the user mentioned frequently losing communication with pods and losing them. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Review of the android log files found no evidence of communication issues resulting in pod loss/discard/deactivation in the available log files. The log files show that the pod was communicating with the controller prior to each pod deactivation captured in the logs. The logs show that the user pressed the change pod button to deactivate each pod and each pod was successfully deactivated with no discards occurring. The logs show brief instances of communication loss between the pod and the controller that the system is able to respond to and recover from without input from the user. The exact cause of these communication issues could not be determined. The exact cause of the reported event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone. Lockdown. Cloud - omnipod 5 software app version. 3.1.1. Cloud - smartphone operating system. N5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware. N5004l. Cloud - cgm sensor type. G6. Please note, that section d is capturing the device identifiers as reported by the complainant.   This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient went to the hospital and was diagnosed with diabetic ketoacidosis (dka) with blood glucose (bg) values exceeding 250 mg/dl. The patient experienced nausea and vomiting. For treatment, the patient received several bags of intravenous (IV) fluids and morphine. The patient was discharged after 2 days.